Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastritis and anemia are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced gastric bleeding, epigastric pain, melena and hypotension. The ambulance was called, and she was hospitalized from (B)(6) 2020 to (B)(6) 2020, in the general surgery section with the diagnosis of secondary anemia and hemorrhagic gastritis. During the hospitalization, the patient received hemostatic and gastric protective treatment.